Event description:
Related manufacturer reference number: 2017865-2022-41892. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix exhibited rotation issues. The lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with a stylet inserted in the inner coil lumen. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the blood/tissue clogging the helix. Electrical testing did not find any indication of a conductor fracture or internal shorts. Visual and x-ray inspections found no anomalies.